Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump battery was depleting quickly. The customer continued to use the pump for insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level. Additionally, it was reported that the pump battery could not be charged. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.